Event description:
The field engineer reported that the system displayed an "overload fault" error message. This error message will likely result in a system shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board, x-ray tube and batteries were replaced. The system was then found to be operating as intended.